Event description:
Twist drill snapped while being used on the patient. It was not recovered. X-ray's did not show that it was left in the patient.

Manufacturer narrative:
Device not returned for evaluation as the product was lost during surgery. If additional information is received, it will be reported on a supplemental report.